Event description:
It was reported that the patient reported beeping tones from this subcutaneous implantable defibrillator (s-ICD) device. The patient was brought in-clinic and interrogation revealed a red alert message indicating 12% remaining longevity. The data was provided to boston scientific technical services (ts) and it was confirmed the s-ICD exhibited long charge time indicative of a prematurely depleting battery. Device replacement was recommended within 20 days. At this time, the s-ICD remains and implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that the patient reported beeping tones from this subcutaneous implantable defibrillator (s-ICD) device. The patient was brought in-clinic and interrogation revealed a red alert message indicating 12% remaining longevity. The data was provided to boston scientific technical services (ts) and it was confirmed the the s-ICD exhibited long charge time indicative of a prematurely depleting battery. At the surgical replacement procedure, a high, but still-in-range shock impedance measurement (124 ohms) was observed. The physician noted this was likely due to this s-ICD device placement and would be rectified with the replacement device. This device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects reported. This s-ICD device is expected to be returned for analysis, but has not yet been received.